Manufacturer narrative:
Stryker evaluated the device and verified the codes in the device's memory log but could not duplicate the issue. The codes were cleared and did not return. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy in this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.